Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said that for the last couple of days or this week their butt hurts. Patient said that the muscles feel real tight and when they press on it it is real firm. Patient also said that they feel pain around out to where their hip is and it seems kind of muscular in nature. When the patient sits on it they can feel it and it is a little painful and they are having a hard time walking. Agent reviewed option for decreasing stimulation, patient declined and stated they think they have ins at the right settings and if they decrease stimulation they think they will start peeing all the time. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that the patient called back and stated that since they last increased the stimulation, they had been in a lot of pain when they were sitting standing and walking. The patient stated their butt was hurting and their lower back and side and that they went to their orthopedic doctor and told the doctor about it and the doctor told the patient that was an issue they needed to address so the patient was calling to ask for assistance in decreasing the stimulation. Patient stated they hoped by decreasing that would resolve their pain but wouldn't cause them to pee as much. Patient services walked the patient through connecting to their settings. Patient saw they were at 2.1 ma but they thought they were at 3.0 ma. Patient did not indicate they had written the therapy level down. Patient services recommended to the patient to write down their therapy levels when making a change from now on. Patient decreased the stimulation but they still had pain. Patient turned the therapy off. Patient stated when it was off, they still had pain but their "muscle" wasn't hard, it was soft. Patient further clarified their muscle being "hard" and stated with the therapy on, their buttock muscle was hard, right by the hip, and it would hurt when they sat walked or when they would stand. Patient services reviewed with the patient the option to switch to a different program so the patient opted to switch to program 2 to see if switching programs made a difference. As patient increased on program 2, they said "something isn't right. Now I feel a sharp pain when I sit down on the left side of my butt crack." Patient services wanted to note the patient wasn't always communicating what they were doing as they did it. There was a pause and they stated again "something isn't right. I have that sharp pain on every program, programs 1-5." Patient services reviewed with the patient to turn the therapy off ent irely, but the patient switched back to program 4 and read that the therapy had been turned off. Patient agreed to leave the therapy off and stated they would reach out to their healthcare provider(hcp) about the pain. Patient requested their hcp office phone number. Patient services reviewed hcp number on record for the patient. Patient to call their hcp. They may call back in the future once they spoke with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.